Event description:
The pt reported experiencing elevated blood glucose of up to 240 mg/dl since beginning use of the infusion device in 2009. He switched to the backup infusion device and his blood glucose returned to normal, 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.